Event description:
It was reported that during the attempted implant of this right ventricular lead, high out of range shock impedance measurements were exhibited during implant testing. The physician elected to remove and replace the lead prior to pocket closure. Another lead of same model type was implanted without complication and the attempted implant lead was returned for analysis. No allegations and no adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead with stretched shocking coils and insulation cuts. Additionally, the proximal end of the distal spring electrode, was separated from the lead body insulation. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this right ventricular lead, high out of range shock impedance measurements were exhibited during implant testing. The physician elected to remove and replace the lead prior to pocket closure. Another lead of same model type was implanted without complication and the attempted implant lead expected to be returned for analysis. No allegations and no adverse effects were reported.